Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 2.5% and extraneal therapies for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal and extraneal therapies was not reported. During a call, the following was reported. On an unreported date, the patient experienced and was hospitalized for peritonitis. The cause of the peritonitis was not reported. Treatment was not reported. It was unknown if the patient recovered from the events. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). Additional information was received from a nurse. The patient experienced peritonitis manifested by abdominal pain.the cause of the peritonitis was "home environment with wall efflorescence and tatami". The pd therapy was discontinued and the patient was shifted to hemodialysis. Per the nurse, the events were unrelated to dianeal therapy.